Event description:
On (B)(6) 2013, the physician called the manufacturer to discuss his plan for relieving central apnea from the patient. The patient experienced central apnea when referred to the physician for a sleep study for prior sleep issues. The apnea was first identified during a recent study. Follow up with the physician found that the apneas were associated with the "on" periods and that, at the time of the study, the off period was 1.8 minutes. It was stated that it was difficult to delineate the onset of the symptoms as the patient has complex medical issues. The frequency of stimulation was decreased to 5 minutes off; however, the apnea persisted. The physician stated that they are decreasing the apneas with the plan to eventually stop vns and re-admit for polysomnograph (psg). No additional information was provided.